Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a resolute onyx drug eluting stent that stent deformation occurred in vivo during positioning. The target lesion was located in the mid lad and was severely calcified, mildly tortuous and exhibited 90% stenosis. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issue identified. Negative prep was also performed with no issues. The lesion was pre-dilated. There were no abnormalities reported in relation to anatomy. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and no excessive force used. It was reported that the stent got stuck in the middle of the lesion during delivery and some force subsequently had to be applied to remove the stent. After it was removed from the body it was noted th at some of the stent struts were sticking out. The procedure was completed using a medtronic integrity bms. No injury was reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 19th distal stent wraps with struts raised. Deformation was evident to the distal tip, the tip was flared. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.